Event description:
Reporter indicated that patient's seizures seem to be getting worse since vns implant. It was reported that the patient has been set to the lowest settings since implant and that when increases in programmed parameters are attempted, the patient feels "strangled" and has trouble breathing. The patient also reports headache pain that they believe is related to the vns. Investigation to date has been unable to determine whether the patient has experienced an increase in seizures above pre-vns baseline frequency.